Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. In addition, contamination was found on the j1002aa and j1003aa connectors, capacitors c19 and c20, and insulated-gate bipolar transistor (igbt) q6 on the defibrillator board. The cause for the monitor's inability to power on was the damaged circuitry and the contaminated components. The cause for the circuitry damage was the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.